Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned from the patient for investigation, simulation use tested and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient noticed fluid leaking from the cassette and cycler door after treatment was completed. There was no alarm associated with the fluid leakage. The sample set was made available for evaluation. During follow up, the pdrn reported there were no serious injuries, complications or infections. The patient's effluent remains clear. The patient was prescribed antibiotics as a precaution.

Manufacturer narrative:
Updated from 06/06/2016 to the correct date received by manufacture 06/05/2016.